Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.